Event description:
It was reported that one of the blades broke when inserting pedicle based retractor screw pin, during surgery. The short blade screw was replaced with a new one. There are no reports of adverse health consequences.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via correspondence. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The product was not returned as it was discarded by the customer. Conclusion: since the product was not returned, root cause of the reported event could not be determined conclusively. Based on the risk file, potential root cause of the screw fracture may be application of too much torsional force while insertion of the screw pin.

Event description:
It was reported that one of the blades broke when inserting pedicle based retractor screw pin, during surgery. The short blade screw was replaced with a new one. There are no reports of adverse health consequences.